Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product type: 0195-heart valves; implant date: non-implantable device product ID: evolutfx-26, serial #: (B)(6), ubd: 22-feb-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a "frail patient" with a p re-existing non-medtronic surgical aortic valve replacement, the valve was loaded properly and a frame overlap to the 2nd node was detected. The valve and delivery catheter system (dcs) were advanced and deployment was attempted; however, hypotension was noted as the valve was opened at approximately 90%. The valve was positioned too low and a recapture was performed. The guidewire was exchanged to a stiffer non-medtronic guidewire. A second deployment was attempted and the valve was in a good position, but the blood pressure dropped again. Subsequently, cardiopulmonary resuscitation (CPR) was performed. The physician decided to perform a recapture and withdraw the valve and dcs from the patient as valve function was uncertain. A new valve was properly loaded while CPR was ongoing. The new valve was implanted in good position, and the blood pressure recovered temporarily. After several minutes, the blood pressure dropped again with and CPR resumed. Several defibrillations were performed, but were unsuccessful. After approximately 20 minutes of CPR, the team decided to stop all actions and the patient subsequently died. The cause of death was not reported, but it was noted that a pericardial bleed was not detected and the coronary arteries were patent.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images and media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Images confirmed that the patient had a previously implanted surgical aortic valve of unknown type and size. Fluoroscopic valve load inspection was performed and confirmed a good load. There is evidence that at some point during valve deployment attempt cardiopulmonary resuscitation was being performed. It was reported that the first valve was recaptured, withdrawn from the patient and replaced with a new system. Images of the recaptures and fluoroscopic valve load inspection of the new valve were not provided for review. Images of a released valve reveal a deep implantation, approximately 8 millimeter (mm). It was reported that cardiopulmonary resuscitation efforts were resumed after valve implantation due to hypotension. A post implant angiogram was performed which showed evidence of coronary perfusion to the left coronary artery; however, it is difficult to assess right coronary perfusion due to the chest compression system that appears to being used at the time of the angiogram. It was reported that the patient had poor ventricular function though the ejection fraction is not known. As stated in the instructions for use (IFU), severe ventricular dysfunction with left ventricular ejection fraction (lvef) <(><<)>20% is listed as a precaution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a "frail patient" with a p re-existing non-medtronic surgical aortic valve replacement, the valve was loaded properly and a frame overlap to the 2nd node was detected. The valve and delivery catheter system (dcs) were advanced and deployment was attempted; however, hypotension was noted as the valve was opened at approximately 90%. The valve was positioned too low and a recapture was performed. The guidewire was exchanged to a stiffer non-medtronic guidewire (safari). A second deployment was attempted and the valve was in a good position, but the blood pressure dropped again. Subsequently, cardiopulmonary resuscitation (CPR) was performed. The physician decided to perform a recapture and withdraw the valve and dcs from the patient as valve function was uncertain. A new valve was properly loaded while CPR was ongoing. The new valve was implanted in good position, and the blood pressure recovered temporarily. After several minutes, the blood pressure dropped again with and CPR resumed. Several defibrillations were performed, but were unsuccessful. After approximately 20 minutes of CPR, the team decided to stop all actions and the patient subsequently died. The cause of death was not reported, but it was noted that a pericardial bleed was not detected and the coronary arteries were patent. Additional information was received from the physician that the cause of death was due to weak left ventricle, right ventricle and pulmonary hypertension. According to the physician, the attempted first valve, the implanted second valve, and the dcs can all be excluded as contributing causes to the death; however, the physician also noted that the patient "didn¿t tolerate the drop in blood pressure during recapture and didn¿t recover." Further, the physician indicated that the patient's underlying medical history (poor left ventricle and right ventricle function, pulmonary hypertension, high risk status) contributed to the death.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.